Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 252 mg/dl, 126 mg/dl, 121 mg/dl, 221 mg/dl, 131 mg/dl, 141 mg/dl, and 152 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.